Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 19. Details of surgery: immediate extraction site. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.